Manufacturer narrative:
Additional information was received on 08-nov-2023. No malfunction with the ablation catheter. Impedance cut off was not exceeded. No error message was observed. The investigation was completed on 30-nov-2023. The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 31110035l number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
E1. Initial reporter phone: (B)(6) the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Investigation is in progress, once completed a supplemental will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4)

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure using thermocool® smart touch® sf bi-directional navigation catheter. During the ablation, the patient experienced cardiac tamponade that required pericardiocentesis. During the ablation, reference patch was not recognized, so reference patch was replaced. The subsequent procedure was uneventful, but during the course of the procedure, the patient developed cardiac tamponade. At the end of left pulumonary vein (lpv) ablation, blood pressure decreased. It was confirmed whether pericardial effusion was present by echo catheter. Pericardial effusion was confirmed, pericardial drainage was performed, and the procedure was discontinued for patient safety. Patient required extended hospitalization. The physician assessment of the health hazard was non-serious (moderate/minor). The physician's opinion on the relationship between the event and the product was while the basic impedance value was high due to the patient origin, the procedure was performed. It was currently unknown whether the product caused cardiac tamponade. Transseptal puncture was performed with rf needle. Ablation was performed prior to noting the cardiac tamponade. No evidence of a steam pop. No abnormalities observed prior to or during use of the product. The recognition issue was assessed as non MDR reportable. The adverse event was assessed as MDR reportable.